Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. On (B)(6) 2022, the patient's mother reported that when the patient removed the infusion set, its needle stayed (stuck) in the body and had to be removed surgically. Consequently, on (B)(6) 2022, the patient was admitted to the hospital and was removed by the operation. No further information available.